Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the bottom of two (2) tubes was cracked resulting in leakage of blood and separation gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. After review and analysis of the customer photos, it was determined that the bottom of the tube was damaged. A total of 30 retained samples underwent a visual inspection for damages, and none of the samples failed. Additionally, 10 retained samples underwent a visual inspection for brittleness, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the bottom of two (2) tubes was cracked resulting in leakage of blood and separation gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.